Event description:
During a rhizotomy procedure, when the generator was powered on the screen was black for several minutes and turned white. The procedure was rescheduled for the following day and completed successfully. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. One 3 lesion nt1100¿ pain management rf generator was returned for analysis. Functional testing of the returned rf generator confirmed the field reported event as the display remained a white screen after the device was initialized. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. Based on the information provided to abbott and the investigation performed, the root cause of the reported startup issue and subsequent procedure cancellation was isolated to a depleted cmos battery located at the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During the procedure, when the generator was powered on, the screen was black for several minutes and turned white. The procedure was rescheduled for the following day and completed successfully. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Additional information: PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported startup issue and subsequent procedure cancellation could not be determined.